Event description:
Customer complained about having multiple no delivery alarms; customer stated that she has changed her infusion set several times and issue persisted. Customer stated that she disconnected from the insulin pump and has been using manual insulin injections since (B)(6). It was not possible to troubleshoot as the customer is not wearing the device. Customer does not want to return product for analysis. Blood glucose value 103 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.